Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1972 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening a PICC package sterilely a hair was found inside the tray, under the sterile wrapping. Tray was not used.

Event description:
It was reported that when opening a PICC package sterilely a hair was found inside the tray, under the sterile wrapping. Tray was not used.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of hair in the package is inconclusive since the exact cause and source of the material could not be determined. One photo sample of a powerpicc tray was provided for evaluation. The tray is shown to be opened. The catheter and guidewire w/hoop are present within the tray. A black hair is present above the guidewire hoop. The contents and condition of the kit tray prior to opening could not be confirmed from the photo provided; therefore, the complaint is inconclusive. Based on the description of the reported event, possible contributing factors include deposition prior to kit packaging or after kit unboxing. A lot history review (lhr) of redp1972 showed no other similar product complaint(s) from this lot number.